Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and moderately calcified lesion located in the distal cx exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. The device was inspected with no issues noted. Negative prep was not performed. It was reported that stent deformation occurred in vivo during positioning. Patient status is alive with no injury.